Event description:
It was reported that pump unexpectedly shut down and required connection to power source in order to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery successfully.